Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3887-33, lot # j0019967v, implanted: (B)(6) 2001, product type lead; product ID 7435, serial # (B)(4), implanted: (B)(6) 2001, product type programmer, patient; product ID 3887-33, lot # j0007980v, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension. (B)(4).

Event description:
It was reported the patient had a spinal cord stimulator system for only one month and then the entire system was explanted. The event happened 14 years ago and the health care provider (hcp) office had no records of the explant. Information omitted pertaining to event (B)(4) ¿ pump, pain in arms/legs.